Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, purplish, itchy and burning skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's nurses cleaned the skin irritation and applied a lotion to the area. Outcome of the irritation is unknown as follow up attempts were unsuccessful.